Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when using the programmer on the portable document format (pdf) and on the printed strip, the electrocardiogram (ECG) was lagging the marker and accelerometer signal. During the programmer telemetry session, the ECG lined up with the markers and the accelerometer signal on the real time waveform, but it was observed on the pdf printed strip later they did not align. The programmer remains in use. No patient complications have been reported as a result of this event.